Manufacturer narrative:
Findings: pump received with blank display problem isolated to the lcd board. Unable to verify unexpected vertical lines on the display, frozen display and button keypad anomaly due to blank display. Pump received with slight moisture damage on the battery cap contact noted. Also received with cracked reservoir tube lip and scratched lcd window.

Event description:
A customer reported via phone call indicating that their insulin pump had a blank display screen. The customer's blood glucose level was 127 mg/dl at the time of the incident. The customer stated there was pink gunk on the battery cap. The customer was informed that energizer aaa alkaline batteries are most effective. The customer was assisted with the issue but the blank display was not resolved. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.